Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:05:52. During night drain cycle four, the patient's ultrafiltration reading was 1487ml, indicating the home patient (hp) drained 1487ml more than their maximum programmed fill volume of 2200ml. No additional information is available.